Event description:
It was reported that during an unknown procedure "intra-operative clips from the clip applier failed to close on the bleeding vessel." On each firing the clip advanced in the jaws and fell in the abdomen without closing. Procedure was completed with same like device. Device was discarded.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.